Manufacturer narrative:
D4/h4) the lot number was not provided, thus the following information is unknown: unique ID, expiration date, and manufacture date. H3) the lld ez was discarded, thus no product investigation was performed. H6) per IFU, perforation is listed as a potential adverse event with use of lld devices. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra), two right ventricular (rv), and a left ventricular (lv) lead due bacteremia. Spectranetics lld ez lead locking devices (lld ezs) were inserted into all leads (except lv lead) to provide traction. Beginning with a spectranetics 14f glidelight laser sheath, along with a spectranetics medium visisheath dilator sheath, the ra and one rv lead were removed successfully. Targeting the second rv lead, the lead was removed; however, the patient's blood pressure dropped, and a pericardial effusion was detected via echo. Rescue efforts began, including rescue balloon and sternotomy. An rv perforation was discovered and repaired, and the lv lead was removed post-sternotomy. After removal of the lv lead, the patient¿s blood pressure dropped again, and a perforation to the coronary sinus was identified (not related to any spectranetics devices). The repair was unable to be performed; therefore, the patient¿s chest was left open and sent to the ICU for monitoring. The patient survived the procedure. This report captures the lld ez providing traction to the rv lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.